Event description:
One patient sample was run on an advia 1800 instrument three times, and the results were inconsistent. The sample resulted lower each time it was repeated. No results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the inconsistent calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse found restrictions in the saline supply tube, cuvette wash and cuvette conditioner lines as well as a low voltage lamp. The fse replaced the lamp and removed restrictions from tubings. Lamp energy, cellblank , calibration and quality controls were run and all was within specification. The cause of calcium imprecision was restrictions in the tubing and a low voltage lamp. The instrument is performing within specifications no further evaluation of the device is required.